Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose and high blood glucose. Customer's blood glucose level went as low as 50 mg/dl and as high as 400 mg/dl. Customer changed out their site, changed out their reservoir and their blood glucose went severely low. Customer advised their healthcare provider recommended inserting the infusion set inside the leg and stomach. Customer's mother advised they would call back to complete the troubleshoot process when the patient arrives home from school.